Event description:
Reportedly, during use a piece of metal from the tightening system fell from the device and into the patient abdomen. The piece was retrieved by the surgeon and there was no patient injury reported.